Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd nokor¿ filter needle, a foreign particle was noticed in the syringe after dose preparation. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that when using the bd nokor¿ filter needle, a foreign particle was noticed in the syringe after dose preparation. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed. Batch 7020612 was packaged on multivac line 4 for a quantity of 360,000 on one shift 1/23/2017. The cleaning was performed as required. Assembly batch 6300802 fed into package batch 7020612. Assembly batch 6300802 was produced on nip line 7 for a quantity of (B)(4) on 1/18/2017 ¿ 1/20/2017. There were 50 visual inspections performed on 2,500 parts with zero defects noted. Shift cleaning was performed 7 times throughout the production run.